Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: sids: (B)(6).

Event description:
The customer observed falsely elevated troponin results on the architect analyzer. There was no impact to patient management reported. Specific initial and repeat data was provided for 12 sids ranging from less than 0.01 to 0.32 ng/ml (customer's diagnostic cutoff is 0.04ng/ml).

Manufacturer narrative:
After further evaluation, the suspect medical device list and lot is being changed from list number 02k41-25, lot 79348un17 section d of this report to list number 02k41-27, lot numbers 36422un16 and 56905un17. MDR numbers: 1415939-2017-00154 and 1415939-2017-00155 have been submitted and all further information will be documented under those MDR numbers.